Event description:
It was reported that the ilet pump¿s display became detached from the device housing, with the screen nonfunctional and unresponsive while the pump emitted beeps and vibrations; remote restart via the mobile app did not restore the display, and the event was characterized as a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem consistent with a component-level failure affecting the display assembly and its bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.